Manufacturer narrative:
This ipg serial number was included in a field advisory.

Event description:
It was reported the patient experienced communication issues between the scs charger and the ipg. A replacement charger sent to the patient did not resolve the issue. Follow up identified a sjm representative met with the patient and found the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.